Manufacturer narrative:
During testing, the device passed testing. An e630 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified a part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, an e630 (screw rotation error) error code was noted.